Manufacturer narrative:
Medtronic investigation of returned suspect computer was able to replicate the reported issue. No hdd errors reported however initial ram tests reports errors. After cleaning the ram card, edge connector pads and reseating the ram the ram test was re-tested and passed. The contact on ram card(s) could account for the reported performance issues. Systems also passes all applicable testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
Patient weight not made available from the site. Device manufacturing date is unavailable. Return requested. Replacement computer shipped to site 03/16/2016. On 03/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/30/2016 a medtronic representative, following-up at the site, confirmed the computer was replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, their navigation system became unresponsive multiple times. Each time this occurred, the nurse performed a hard re-boot to restore normal function. The nurse stated that the mouse stops working and this behavior randomly occurring in navigate task. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour before continuing. There was no impact on patient outcome.